Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated after 12 hours of wearing the sensor, they noticed bleeding at the sensor insertion site. He went to the emergency room (ER) where a nurse applied a bandage over the area and he went home. Several hours later, he noticed the area continued to bleed and he returned to the ER. The sensor was removed and the affected are was sutured to stop the bleeding. At the time of the report, the patient was doing fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).